Event description:
It was reported that the patient with this right ventricular (rv) lead had diaphragmatic stimulation. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.